Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated. It was questioned if the device had been replaced with a non-guidant device.